Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The peritonitis was manifested by abdominal pain, fever, chills, and diarrhea. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with intravenous vancomycin (1000mg for two weeks with every dialysis treatment) for peritonitis. Four days after the onset of peritonitis, the patient was discharged from the hospital. Dianeal therapies were discontinued, and the patient was put on hemodialysis therapy. The patient was reported to have recovered from the event of peritonitis and was still on hemodialysis at the time of this report. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient (B)(4).